Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent had detached from the balloon and was not returned for analysis. The balloon had been inflated and deflated. The balloon wings had not refolded. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This device was received with MDR ID #2134265-2013-09627 with no reported issues.  However, upon review of this device, stent dislodgement occurred. The target lesion was located in the proximal to mid portion of the tortuous vessel. A 2.5x16mm and a 2.5x12mm promus element plus stents were implanted. A promus element plus, mr 4.00x32mm was selected and advanced, however; about 20 mm into the vessel, the vessel contained a 90 degree bend and the stent could not cross. As the physician was pushing the guide, it was touching the back end of the stent as the physician was attempting to remove the stent, the stent moved on the balloon and the stent was "somewhat dislodged but stayed on the balloon". The physician then advanced two 2.5x12mm emerge balloons to attempt to aid in the removal of the stent. The physician then inflated the stent distal and attempted to pull it back through the guide but was unable to. The 2nd emerge balloon was inflated distally and was left inflated while the whole system was pulled out. The vessel was rewired and the procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status is fine.